Event description:
After investigation of this case, it was recognized that this medical device is not directly involved in the reported event and is therefore considered as a concomittant device only.

Manufacturer narrative:
After investigation of this case, it was recognized that this medical device is not directly involved in the reported event and is therefore considered as a concomitant device only. This report will be invalidated. Please invalidate this report from your system. This event is further reported under MFR 0009613350-2017-01840-1 (avenir stem) zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that, during surgery on (B)(6) 2017 to implant biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14 on the left side, avenir stem sat proud several millimeters so no hip reduction could be done. Hence it was decided to rebroach the femur to sink stem deeper. Surgery was completed with taperloc stem -biolox head. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is damaged. Hence, no explantation date is captured, for the same reason.